Manufacturer narrative:
A visual evaluation found that the working length was twisted and the broken end of the wire appeared rounded like in a ball weld. A functional evaluation found that the needle would extend out of the catheter tip but the needle extension measured 1 mm which did not meet the manufacturing specification. The detached/ broken off piece of needle knife wire was not returned. The condition of the returned unit was consistent with the complaint incident that the needle broke off/ detached from the device. During manufacturing the devices are 100% inspected for needle (cut wire) integrity and extension so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, while performing a sphincterotomy, the needle hit a stone in the area, broke off of the catheter and was stuck on the papilla. The physician went down the scope with forceps and successfully retrieved the needle. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (6). (B) (4) (therapy/non-surgical treatment, additional). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, while performing a sphincterotomy, the needle hit a stone in the area, broke off of the catheter and was stuck on the papilla. The physician went down the scope with forceps and successfully retrieved the needle. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.